Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger seal was broken, and non-original equipment manufacturer battery was identified. Functional testing duplicated the reported issue. It was found that the force value kept increasing to around 10.0 lb without touching the plunger head. Recalibration was not possible as the force value was too high. When a testing plunger cable was installed, calibration was successful. The investigation determined that the plunger cable no longer operating as intended due to normal wear was the cause of the reported issue. The plunger cable was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device force sensor will not calibrate. No patient injury/involvement reported.